Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 3, 2008, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra meter had an "apply sample" issue. The medical affairs specialist (mas) spoke to the reporter on july 16, 2008, and obtained/verified information. The patient tests his blood glucose 4-5 times a day. He typically tests before each meal. He takes a dose of sliding-scale lantus insulin every morning before breakfast based on his pre-breakfast meter reading. He also takes sliding-scale humalog insulin 3 times a day based on his pre-meal blood glucose readings. The reporter indicated that the alleged meter issue started on a few days before she called lfs on july 3, 2008. She explained that the issue seemed to be intermittent and at first, they thought it was a battery issue. They replaced the meter's battery but this did not resolve the issue. On an unspecified date/time during the time of concern, the patient guessed on how much insulin to take after he attempted unsuccessfully to test with the reported meter. An unknown time later, the patient reportedly developed symptoms of feeling sweaty, lightheaded, shaky, weak, and sick to his stomach. The reporter treated the patient successfully with orange juice, cake, and glucose tablets. The patient did not seek or receive medical intervention from a health care provider. His blood glucose was also not tested on another device during the time of concern. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. None at this time.